Manufacturer narrative:
This supplemental report is being submitted to provide the independent laboratory¿s destructive investigations final report, the device evaluation, and the legal manufacturer¿s investigation. The device was sent to an independent laboratory for destructive sampling and culturing which took place between january 23, 2023, and january 30, 2023. Twelve (12) scope points were sampled, and parts of the distal end and elevator mechanism were disassembled to facilitate the extraction process. No growth was found. The results from the destructive sampling did not correlate with the results from the original clinical sample. The high concern organism and low concern organism could not be cultured from the destructive sampling. The results were inconclusive. The device was returned to an olympus for evaluation after destructive sampling and culturing. The angulation was low. The plastic distal end body was damaged. There was cutting on the forceps elevator wire. The nozzle, bending section cover, hold ring, forceps elevator, and bending section cover glue at the plastic distal end body were missing. The scope leak check was unable to be performed due to the missing parts. The plastic distal end cover insulation, forceps passage, guide wire tension test, and catheter test were also unable to be performed due to the missing parts. The legal manufacturer performed an investigation. The device history record (DHR) for this device was reviewed and the record indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. No information was provided on the end time of the endoscopic retrograde cholangiopancreatography (ercp) procedure. Therefore, no conclusion is possible regarding potential delays observed during end of ercp procedure and beginning of reprocessing and any potential impact on the observed contamination. Staphylococcus lugdunensis (high concern) is a microorganism of human origin, a gram-positive coccus, which can be part of the normal skin flora. Corynebacterium tuberculostearicum (low concern), is a gram-positive, rodshaped bacterium. It is part of human microbiota and counts among general skin colonizers. Staphylococcus lugdunensis is identified as a high concern organism per the olympus protocol, although not explicitly identified per the food and drug administration (FDA) definition for the study. Though both organisms are described in literature as being related to general patient infections, the sponsor¿s literature research could not identify them as being associated to contamination or patient infection in ercp. The root cause of the issue could not be conclusively specified. With regard to the fact that both organisms are regular colonizers of the intact skin and considering that none of them could be confirmed during destructive sampling, the observed contamination may not have been related to previous patient use, but most likely was attributable to the handling during reprocessing and / or sampling. The instructions for use (IFU) provides the following guidelines: an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them. Corrected data: h6 (medical device problem code).

Manufacturer narrative:
A visual inspection of the scope for clinical sampling was performed by the facility. The forceps elevator and body surface around the elevator had no visible debris. The objective lens and light guide lens at the distal end of the insertion section had no residue or stains and no scratches or cracks. The glue around the lenses was not discolored or pitted and the glue was not peeling or chipping. The air water nozzle at the distal end of the insertion section did not appear damaged and there was no visible debris. The distal ring at the distal end of the insertion section had no cracks or dents on the ring. The glue around the ring was not discolored or pitted and the glue was not peeling or chipping. The white isolation block at the distal end of the insertion section did not have any cracks or dents. The surface of the distal body at the distal end of the insertion section had no corrosion and no debris. The glue condition around the left side surface of the distal end was not discolored nor pitted, had no cracks, and had no peeling or chipping glue. The facility reprocessed the scope in an oer-pro automatic endoscope reprocessor (aer). Sampling of the scope for culture testing was performed by the facility. All personal protective equipment was worn. The sampling was pre-disinfected using provided disinfectant. All the necessary supplies were aseptically placed in the sterile field. No defects were in this sample collection container and solution no other person other than olympus staff entered the sampling area. The distal end was inspected. No visible debris was observed. The correct surfaces of the distal tip were swabbed. The correct areas of the elevator recess were brushed and flushed. The instrument channel was brushed and flushed. No significant deviations in regard to aseptic or sterile technique during sampling that could have contaminated the sample. All the correct sterile components and materials were used. No sampling instruments touched any non-sterile areas or surfaces besides the scope. No gloved hands made any contact with non-sterile surfaces. The scope was properly dried using filtered compressed air after sampling was completed. An olympus endoscopy support specialist (ess) visited the customer on (B)(6) 2023, to perform an observation of the reprocessing techniques. The facility technician flushed the channels with water before using the distal tip flushing adapter. The technician realized the mistake and went back and completed the correct steps. The ess corrected the facility technician on the reprocessing steps. The subject device referenced in this report was not returned for evaluation but was sent to an independent laboratory for destructive sampling. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
As part of the olympus 522 post market surveillance study, the distal end of the evis exera iii duodenovideoscope was microbiologically cultured and tested positive for ten (10) colony forming units (cfus) of staphylococcus lugdunensis and corynebacterium tuberculostearicum. After a therapeutic endoscopic retrograde cholangiopancreatography (ercp) procedure, and post reprocessing, samples were collected and sent to an independent laboratory for testing. No patient injury reported.